Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited rising impedance measurements over the past two years, and they are now high. The rv lead remains in use. No patient complications have been reported as a result of this event.